Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that the pump's battery life did not meet the expectations of the user. It was noted that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/02/2014 with the following findings: a review of the pump¿s black box history showed evidence of short battery life illustrated with sudden voltage drops leading to cs 128 replace battery alarms on (B)(6) 2014. Visual inspection revealed that the battery compartment was cracked at the threads on the side and from the case seal up to the grip pad. Moisture corrosion was observed in the battery compartment. During testing, the pump powered on and emitted a cs 128 replace battery alarm. A leak test was performed and a battery compartment leak was found. The returned battery cap was used to complete all testing. The pump case was removed and no evidence of moisture or intermittent conditions was found to the power circuit. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn exposing the white button slug.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.